Event description:
A malfunction alarm occurred, identified by a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was informed they could continue using the pump and advised to contact support again if the issue reappears.